Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The company representative replaced the defective purge valve. In addition, the solenoid driver board was replaced during maintenance and corresponding work instructions ((B)(4)) and refitting. The company representative continued with function tests and the iabp device was fully functional again.

Event description:
It was reported that while performing a field corrective action on the intra-aortic balloon pump (iabp) according to work instructions, the company representative discovered a defective purge valve. There was no patient involvement, thus no adverse event was reported.